Manufacturer narrative:
Complaint no: (B)(4). Failure to ensure a proper connection between the patient line and transfer set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line was not fully connected and had separated from the transfer set. The alarm was resolved by cycling power to the homechoice device. Proper procedures were reviewed with the patient. The patient stated they understood they could set up again with new bags and cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.